Event description:
According to the reporter, during the lobectomy, the stapler was fired, and an abnormal sound occurred when the surgeon used it.  The cutting was laborious, and the reload would not close; the anastomotic stoma was not closed, or it was not completed that staple forming, and it could not be used normally.  The surgeon stopped using it immediately and replaced it with a new endoscopic cutting stapler and disposable reload.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 030449, 030449 endo giaii uni ins, (lot #p3f0299). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the lobectomy, the abnormal sound occurred when the surgeon used it. The cutting was laborious and the reload would not closed, the anastomotic stoma was not closed, and it could not be used normally. The surgeon stopped using it immediately and replaced it with a new endoscopic cutting stapler and disposable reload.